Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events while connected to the mobile power unit (mpu) were confirmed via evaluation of the submitted log file, containing approximately 2 days of information ((B)(6) 2023 per timestamp). Two low power hazard alarms were observed while the controller was connected to the mpu (6:08:40 to 6:08:44 on (B)(6) 2023 and 7:42:07 to 7:42:09 on (B)(6) 2023). These alarms activated due to the rsoc and voltage values of both power cables suddenly decreasing steadily. As these values decreased, power cable disconnect and low power hazard alarms were activated as intended. The alarms cleared within a few seconds of activation, as the atypical voltages of both cables returned to their typical values. The observed events are consistent with brief losses of ac power to the mobile power unit. The pump maintained a speed above the low speed limit without issue throughout these events. The mpu (serial number: unknown) was not returned for analysis. The root cause of the no external power alarm was determined to be a loss of ac power to the mpu; however, the reason for the power loss could not be determined through this investigation. The device history records could not be reviewed, as the serial number of the unit was not provided. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files for a new left ventricular assist device (lvad) implant was submitted. The patient had no complaints. Log review revealed a few series of no external power events between (B)(6)2023 the events on (B)(6)2023 were caused by power to the mobile power unit (mpu) was being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu or ac wall outlet, or a house power disruption. The events on (B)(6)2023 appeared to have been the result of the patient simultaneously disconnecting power from both controller leads.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.